Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission, noise and low impedance was noted on the right atrial lead. The patient was stable at the time of the call. No additional information was available.